Event description:
It was reported that the balloon burst. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 mm x 15.00 mm agent dcb was inflated at 20 atm and burst. The procedure was completed with a different device and the patient was in good condition, no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic and leakage testing was performed on the device. A pinhole was identified on the balloon material, 3mm proximal from the proximal markerband when attempting to inflate. No other device issues were identified.

Event description:
It was reported that the balloon burst. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 mm x 15.00 mm agent dcb was inflated at 20 atm and burst. The procedure was completed with a different device and the patient was in good condition, no patient complications were reported.